Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. During evaluation of the device, a tear was observed on the anterior and extending to the posterior aspect, measuring approximately 7.0 cm. Microscopic examination on the edges of the rupture revealed parallel striations. No other anomalies observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a revision breast augmentation with a 425cc mentor smooth round spectrum and experienced postoperative right-sided deflation. The patient stated that mammogram performed on (B)(6) 2019 indicated partial deflation of the implant. As a result, the patient underwent removal and replacement on (B)(6) 2019.